Manufacturer narrative:
Inspection: the product was not returned and no photos were provided, so an evaluation is unable to be performed. DHR review: the lot number was not provided, so the DHR is unable to be reviewed. Potential root cause: the product was not returned and no photos were provided, so an evaluation is unable to be performed. As such, no evaluation results are available and no conclusions regarding the cause can be drawn. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a broken cam lock was broken on a plate. There was no reported patient harm or delay of surgery; the surgeon did not realize it was broken until it was already implanted, and did not remove it.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a broken cam lock was broken on a plate. There was no reported patient harm or delay of surgery; the surgeon did not realize it was broken until it was already implanted, and did not remove it.